Event description:
The caller reported that the insulin gauge on their pump displayed a different amount than expected, showing a fill estimate of 90 units when it was expected to be over 150 units. There was no adverse impact to the customer's blood glucose level. The caller completed necessary steps to address potential issues, such as removing air and using room temperature insulin, but declined to load a new cartridge. Instead, the caller decided to continue using the current cartridge and planned to contact tandem to load a new cartridge when ready, requiring no further actions at this time.